Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump was manually suspended on (B)(6) 2015 at 23:04; deliveries never resumed. The last bolus delivery was on (B)(6) 2015. A replace cartridge alarm was recorded on (B)(6) 2015 at 15:33; deliveries resumed at 20:19. The pump was exercised for 24hrs with a 2.0u/hr basal rate and at the end of testing, the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. There were no errors, alarms or warnings during testing. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no delivery defects found during the delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 40 mg/dl with blurred vision, unsteadiness when standing and walking, and severe headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the active basal program. This complaint is being reported because the patient allegedly experienced hypoglycemia because of an inaccurate delivery issue.